Event description:
Pt noted to be short of breath (sob) & somewhat anxious upon presentation for pt's first eecp treatment. After only about 5 mins. Of treatment the pt complained of increased sob & anxiety. Pt's heart rate was also increased. After 12 mins. The treatment was stopped due to worsening sob and tachycardia. Pt was given oxygen & an ambulance was called. The pt was transported to a hosp for emergency treatment.